Event description:
This complaint is now reportable based on the analysis completed on 8/6/2006. It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The 99% stenosed lesion was located in the severely calcified, moderately tortuous distal left anterior descending (lad) artery. The vessel was pre-dilated with a 2.5x12mm maverick balloon. The physician was attempting to place a taxus express2 2.75x32mm drug eluting stent, but while trying to advance to the lesion location, the shaft broke. The break occurred outside the body and was easily removed. The physician completed the procedure with a taxus express2 2.75x16mm stent and a taxus express2 2.75x12mm stent. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
Product analysis verified a hypo-tube fracture and shaft kinks. The delivery device with the stent on the balloon was received and a hypo-tube fracture and numerous shaft kinks were observed. The returned catheter exhibited a fracture of the hypo-tube located 25.7 centimeters distally from the edge of the strain relief. Microscopic examination of the fracture face revealed evidence that the hypo-tube had been severely kinked at the fracture site. The cause of the original kinks or the subsequent hypo-tube fracture could not be determined. The manufacturing records for top assembly batch 8412480 and the delivery device batch 8374786 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. Boston scientific manufacturing processes include extensive testing and inspections to ensure each product meets or exceeds all material, assembly and performance specifications. The exact cause of the hypo-tube fracture and shaft kinks experienced during the procedure could not be determined.